Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients incision site had reopened and the physician stapled the incision. The patient underwent an incision debridement and the patients wound was washed out. The patient was doing well postoperatively. No device was explanted during the procedure.